Manufacturer narrative:
Patient reported to have a medical history of previous acute otitis media with perforation of the ear drum, longstanding serous otitis media treated with grommets and the reoccurrence of new serous otitis media. Due to earlier perforations of the ear drum and treatment with grommets reported, the patient may be considered at greater risk of perforations. The case is considered to be of minor to moderate severity that could result in injury or impairment possibly requiring professional medical intervention.

Event description:
The device had been used as directed for about 3-4 days, when the user did about 2 puffs and suddenly cried out in pain and holding his right ear. The reporter states a specialist nurse has concluded a perforation of the right eardrum through otoscope investigation.

Manufacturer narrative:
Patient reported to have a medical history of previous acute otitis media with perforation of the ear drum, longstanding serous otitis media treated with grommets and the reoccurrence of new serous otitis media. Due to earlier perforations of the ear drum and treatment with grommets reported, the patient may be considered at greater risk of perforations. The case is considered to be of minor to moderate severity that could result in injury or impairment possibly requiring professional medical intervention. Additional information in follow up report: the patient has been reported via professional healthcare to be recovered.

Event description:
The device had been used as directed for about 3-4 days, when the user did about 2 puffs and suddenly cried out in pain and holding his right ear. The reporter states a specialist nurse has concluded a perforation of the right eardrum through otoscope investigation.